Event description:
Statement in 2nd sentence reads " vigilance activity to report identified events was implemented march 19, 2014." The year should read 2015.

Event description:
A retrospective review was performed by agfa for events, from years 2012 to march 20, 2015, related to unexpected movement of dx-d600 systems. Vigilance activity to report identified events was implemented march 19, 2014. The following event was identified and is being reported to the FDA. On (B)(6) 2014, during an onsite visit by agfa project manager, the customer complained of parts being loose on the dx-d600 system, related to a weak design in the detent. The customer explained an event had occurred in which the head of a radiographer was below the tube cover so the detent was stopped at the top of the tube head cover, although no one was hurt. Agfa communicated the complaint to (B)(4), agfa's supplier. Investigation by (B)(4) determined a weak design of the detent. The root cause is related with the screws (threaded rod) used to fix the mechanical detents to the rails and were not tight enough and became loose with the use of the system. In (B)(6) 2014, new screws were introduced by (B)(4) to install the detents to the rails. The new screws are self-drilling and replace some of the hex socket threaded rod used before. Agfa initiated the following corrective actions related to this dx-d600 event. On december 15, 2014, vigilance activity was initiated to report additional corrections to FDA (FDA # z-2175-2014) to implement the mandatory upgrade of semi-automatic dx-d600 systems to version 3.6 to prevent unexpected system movements and to implement the mandatory upgrade of analog manual dx-d600 systems to an improved detent fixation. There were no reports of harm to any patients or users.